Manufacturer narrative:
Samples were collected in plasma separation tubes and centrifuged for 10 minutes. Quality control was performed every 24 hours and was within specifications during the erroneous results. Same reagent and calibrator lot numbers were used on the access 2 and dxi 800. On (B)(4) 2009, the field service engineer evaluated the analyzer. A diagnostic system check failed. Aspirate probes and peri-pump tubing were replaced. The probes appeared dirty, but there was no visible damage to either the probes or tubing. There were no errors posted to the event log that would suggest hardware issues. Alignments, carryover testing and high sensitivity system check were all within specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events. This is event 1 of 2 reported by this customer. The related MDR is 2122870-2011-04875.

Event description:
Customer reported erroneous high accu tni (troponin I) and access ck-mb (creatine kinase - mb isoenzyme) test results were obtained for one patient when using the unicel dxi 800 access immunoassay system. The erroneous high troponin I test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Erroneous high ck-mb results were above the normal reference range. Test results were reported out of the laboratory. Repeat analysis was performed using an access 2 immunoassay system. The test results were lower, but above the normal reference range for troponin. The retest results for ck-mg were within the normal reference range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. This is event 1 of 2 reported by this customer. Testing was performed on two separate dates. An MDR is filed for each of the two dates of testing.